Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the report of "middle of the month" of may. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received unspecified "different readings" on the adc meter and experienced symptoms of "high and low glucose" and vomiting. Paramedics were called and upon their arrival customer was administered intravenous fluids and transported to a hospital where she was diagnosed with diabetic ketoacidosis and administered unspecified treatment. Customer remained in the hospital overnight. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the fs freedom meter & fs strips were reviewed and the dhrs showed the fs freedom meter & fs strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer received unspecified "different readings" on the adc meter and experienced symptoms of "high and low glucose" and vomiting. Paramedics were called and upon their arrival customer was administered intravenous fluids and transported to a hospital where she was diagnosed with diabetic ketoacidosis and administered unspecified treatment. Customer remained in the hospital overnight. There was no report of death or permanent injury associated with this event.